Event description:
On (B)(6) in 2014, tha took place as a revision for a patient who had been in pain and developing fever. The CT scan images suggested that there were edema and white synovial fluid. The patient underwent the primary surgery of tha on (B)(6) in 2012. The surgeon replaced the metal liner and the 36mm head with the polyethylene liner and the 32mm head respectively. The surgeon surmised that the underlying cause was alval and requested investigations by cmm, redlux, and sem-edx. There was no surgical delay reported. The patient is now under observation for a full recovery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
A complaints database search did not identify any anomalies. The surgeon requested ¿investigations by cmm, redlux and sem / edx¿. It was noted that this complaint has been investigated previously by a third party in (B)(4). The third party (B)(4) report and the english translation are attached within the associated files in teamcenter. The report was found to include sem/edx analysis of the female taper surface. Hence, sem/edx analysis was not performed during the current investigation. The lab and third party report, and products were transferred to bioengineering for review. A report was received ((B)(4)) stating: the japanese report and lab report (B)(4)were reviewed. Wear was observed on the edge of the liner bearing surface. No discernable wear scar was seen on the head. The cmm measurements suggested that the part was manufactured to specification, the deviation could be due to a different measurement process or wear of the part in vivo. Taper corrosion products (likely mechanically assisted crevice corrosion) were seen on the head taper. No stem was returned for review. It is not possible to confirm alval from the mechanical lab measurements. No clinical information provided for review. The mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as surgical process, patient variables i.e. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the findings from a review of the explants and information as supplied at the time of evaluation. Any conclusions from this data have to be placed into context with all other relevant factors. The complaint shall be closed with an undetermined conclusion it will be entered into the complaint database and monitored through trend analysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).